Event description:
Patient revised for second time due to infection and refracture from multiple falls about a month after the first revision (previously reported).surgeon explanted all components: 24mm glenoid baseplate, humelock ii size 12 cementless stem, two standard screws, two locking screws, two cortical screws, 40mm centered glenosphere with screw, and 135/145 40/+6 stability humeral cup. No new components were implanted.